Manufacturer narrative:
Additional information was received on november 8, 2021. The explant was rescheduled to (B)(6) 2021. Additional information was received on november 19, 2021. The explant was rescheduled to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on february 8, 2022. The complaint device was discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 425cc mentor memorygel breast implant experienced spontaneous left sided rupture post procedure. As a result, removal without replacement was performed on (B)(6) 2021.